Manufacturer narrative:
The device was expected to be returned to the MFR for analysis; however, the device has not been returned to date. As a result, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this part/serial number. A review of the device history record was performed on this part/serial number and no mfg variances were analysis was performed on similar reports involving this part number and no trends have been identified. Based on the available info, and the radiologist's report that he had not used a device sideport injection rate of 10cc/minute or less, this event appears to have been due to over pressurization of the device sideport. Page 22 of the device clinican's manual cautions that the injection rate must be limited to 10ml/minute or less to avoid over pressurization of the device sideport. No further details are available. The MFR is now closing its file on this report.

Event description:
The device was implanted on 10/14/96 for infusion of fudhr through the gastroduodenal artery. On 3/28/97, the physician contacted a MFR nurse and reported that a post-operative hepatic arterial perfusion study (haps) was performed on 3/18/97 which showed perfusion to both lobes of the liver. It was not known who had accessed the device sideport for the procedure, or if it was accessed under fluoroscopy because the nurse who usually accesses the devices at the facility was away on vacation. A formation study. On 3/21/97, the device was accessed by a facility nurse using fluoroscopy. There was no problem accessing the device and the MFR's refill equipment was used. The physician was concerned about device sideport leaking vs. A hole in device catheter. A device sideport fluoroscopy was performed and was inconclusive. Radiologist was unable to determine if fluoro was exiting the device sideport or device catheter. They could; however, see contrast in the device pocket. On 3/28/97, the MFR nurse spoke with attending physician's nurse and reviewed the device refill data and the device nurse and reviewed the device refill data and the device flow rate to be consistent over the past 3-4 cycles. There had not been problems accessing the device, nor had they ever accessed the device sideport. The facility nurse reported that the pt has never had a seroma; however, they noticed a seroma on 3/25/97 when they accessed the device to refill it with heparinzed saline. The MFR nurse suggested that either the device sideport be reaccessed under fluoroscopy with the MFR nurse present or the device pocket be opened to determine device sideport patency vs. Device catheter leak.